Event description:
Consumer called to report concerns on the accuracy with their meter. Analysis run on clark error grid using mean avg reading (158) as ref. Point vs. Bd readings of 75,63,118,375 yielded data points in the czone of the grid, outside of acceptable limits.